Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer's mother reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 288mg/dl. The customer stated that the pump motor may be the caused of high blood glucose. The customer has been having high blood glucose for a week. The customer reported via phone call that the insulin pump had error 4 and 63. Customer's blood glucose was 288 mg/dl. The customer was advised to run selt-test and it passed. They run again a second self-test and it passed. The customer was advised to monitor the pump. The customer declined to troubleshoot for high blood glucose.